Manufacturer narrative:
Correction to d2, common device name.

Event description:
The user facility reported that staff had a support being setup for the patient in need of support when the purge cassette (pc) was not able to be placed due to aic malfunction at the purge disc. The instructions for use (IFU) was followed and back up controller will be used and this aic returned for service.

Manufacturer narrative:
(H3) the investigation into the reported "aic - purge disc/flag issues" has been completed as the console product was returned for investigation. The device was visually inspected and it was found during device data analysis of ic9151 had the case wizard started on and got to step one before the console is requested to shutdown. Per device analysis functioning analysis, the console was tested after arriving in field service. The purge disc retainer was confirmed to be raised and unable to detect the purge disc. The most probable root cause for the reported event was a broken purge disc retainer.